Event description:
It was reported that this left ventricular (lv) lead is suspected to be micro dislodged since it is exhibiting high pacing thresholds and loss of capture (loc). The lead remains in service and the patient will be monitored. No additional adverse patient effects were reported.